Event description:
Initial result for a patient co2 was 44 mg/dl. When repeated, the result was 27 mg/dl. No treatment was provided based on the incorrect result. The field service representative found the rinse nozzle was not working correctly and repaired the instrument by replacing the waste tubing on the nozzle.